Manufacturer narrative:
MFR received date: 03 oct 2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the air/exhalation flow sensor to address the issue. The issue has been resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jun2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported oxygen test failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.